Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received.

Event description:
Customer claims, the belt needs the rj11 clip replaced. Customer detects visible damage on the rj11 clip and claims the wires that connect to the clip are loose and damaged. There was no pt incident or injury reported.